Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01308. Additional information via voluntary medwatch (mw5056035) report identified the patient went to the ER after she experienced fever/chills. Reportedly pus, blood and fluid discharge was found at the patient's scs system surgical incision sites. The patient was treated with IV antibiotics. A staph aureus was reportedly identified. The patient was discharged and prescribed oral antibiotics for two weeks. The patient stated she spent ten days in the hospital following explant of her scs system. In addition, the patient stated she developed kidney and liver issues, which she had not experienced before.

Manufacturer narrative:
(B)(4). Manufacturer's evaluation: the reported event of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01308. It was reported the patient's scs lead and ipg surgical incision sites were infected. Consequently, the patient had her entire scs system removed.